Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date was provided.

Event description:
It was reported that stent migration and foreshortening occurred. An 8 x 60mm x 75cm wallstent-uni endoprosthesis was advanced for treatment. However, it was noted that the device did not reach its design diameter or was smaller than the size indicated on the package. Thus, this led to the device floating in the vascular space and an open surgery was performed. The patient is currently in the complicated post-operative period.